Manufacturer narrative:
Mindray service rep returned the unit for replacement.

Event description:
Customer reported a panorama telepack had failed which may have resulted in the loss of ambulatory telemetry monitoring. No patient injury was reported.